Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: a review of the pump history showed no evidence of short battery life; a cs 128 call service alarm was observed. The battery compartment was undamaged. The battery cap was not returned. A test battery cap was able to attach to the pump. There was no evidence of moisture visible, however, a leak test revealed a case crack leak. Current draws measured within specifications. The pump ez-prime steps were performed correctly. The pump case was removed and evidence of moisture ingress was observed on the printed circuit board. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.